Event description:
The customer was not able to provide the patient's weight.

Event description:
The customer reported that she was performing a therapeutic plasma exchange (tpe) procedure and was two-thirds of the way done. She stated she was able to see clear separation in the centrifuge and the plasma looked clear yellow, until it was in the waste bag, and there it looked an orangey-red color. They have performed several previous tpe procedures on this patient and the plasma has been clear yellow in color. She is not aware of any medications the patient is on or other diagnoses with this patient that might cause a discoloration of the plasma. She contacted the physician to have him evaluate for hemolysis. He feels this is not hemolysis. He requested a cbc on the patient and the plasma waste bag will be evaluated by the blood bank physician following the procedure. He requested that she continue and complete the procedure which they did. She states the patient tolerated the procedure well and did not experience any adverse effects. Patient weight is unavailable at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Event description:
The customer was not able to provide the patient's weight.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The blood bank physician evaluated the waste bag and stated that the plasma was hemolyzed. No tests were performed to make this determination. This was a visual determination only. A review of the disposable lot for similar reports was carried out. The same customer had called the clinical support line earlier in the day for the same lot, serial number, and patient disease state for a plasma line contamination alarm. The customer stated this was definitely not hemolysis. That set was returned for evaluation and no misassemblies were found. It is possible that these two issues are linked and that there was a procedural error, such as inaccurate patient data being entered into the device. No other similar issues have been reported outside of this customer site root cause: a definitive root cause cannot be determined at this time due to the disposable set being unavailable for evaluation and testing to determine if hemolysis was actually present in the waste bag. There is disagreement between the attending physician and the blood bank physician about whether hemolysis was present in the waste bag. Based on there being no kinks or obstructions of the disposable set, the solutions were correct, there was good separation of the blood during the procedure, and clear yellow plasma coming out of the channel, it is likely that the orangey-red color is a spillover of rbcs into the waste bag during the procedure or a small amount of rbcs entered the waste bag while establishing the interface. A small amount of rbcs entering the waste bag (spillover) does not pose a risk to the patient. If the spillover had been larger, a plasma line contamination fail safe alarm would have been generated by the spectra device to alert the operator to the spillover.

Manufacturer narrative:
(B)(4). Investigation: the clinical support specialist had the customer pause the procedure. She rechecked all of the solutions hanging and verified that there was 0.9 percent normal saline on the access and return lines, acd-a on the ac line and 5 percent albumin on the replacement spikes. The albumin was purchased in a 5 percent solution bottle from a distributor and was not mixed by their pharmacy. There were kinks or partial obstructions in the disposable set that she was able to see. The blood bank physician that evaluated the plasma waste bag stated that this was hemolysis. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The blood bank physician evaluated the waste bag and stated that the plasma was hemolyzed. No tests were performed to make this determination. This was a visual determination only. A review of the disposable lot for similar reports was carried out. The same customer had called the clinical support line earlier in the day for the same lot, serial number, and patient disease state for a plasma line contamination alarm. The customer stated this was definitely not hemolysis. That set was returned for evaluation and no misassemblies were found. It is possible that these two issues are linked and that there was a procedural error, such as inaccurate patient data being entered into the device. No other similar issues have been reported outside of this customer site root cause: a definitive root cause cannot be determined at this time due to the disposable set being unavailable for evaluation and testing to determine if hemolysis was actually present in the waste bag. There is disagreement between the attending physician and the blood bank physician about whether hemolysis was present in the waste bag. Based on there being no kinks or obstructions of the disposable set, the solutions were correct, there was good separation of the blood during the procedure, and clear yellow plasma coming out of the channel, it is likely that the orangey-red color is a spillover of rbcs into the waste bag during the procedure or a small amount of rbcs entered the waste bag while establishing the interface. A small amount of rbcs entering the waste bag (spillover) does not pose a risk to the patient. If the spillover had been larger, a plasma line contamination fail safe alarm would have been generated by the spectra device to alert the operator to the spillover.